Event description:
The nurse reported two system messages displayed during set up. They were unable to re-boot the system and they could not switch out the unit. One patient was in the operating room, but surgery had not begun. The surgeon cancelled three cases. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported and replaced the power supply. The system was then tested and met all product specifications. The power supply was received for in-house testing and was unable to pass the +24v test. The reported nonconformity was replicated. While the non-conformity was confirmed, the root cause for this event is unknown. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of service request records for the reported system did not indicate any related service requests within the last 24 months. The power supply was sent to the supplier for further investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)